Manufacturer narrative:
.

Event description:
In 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy (egd), two injection gold probe bipolar catheters (igp) would not cauterize. The procedure was completed using a hemostatic clipping device and an injection needle without any pt complications. Pt is "fine". Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06617.